Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the paramedics were called. The customer's blood glucose at time of call was 556mg/dl. The customer was complaining of nausea, and she was very irritable, but she refuses to treat with manual injections. Troubleshooting was performed. Reviewed the programming on the insulin pump. Ran a fixed prime test and the insulin pump passed the test. No further information was provided.